Event description:
It was reported that a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation sensor printed circuit board (pcb).